Event description:
The customer was receiving high blood glucose readings from his contour usb meter. He gave examples of readings such as 400 mg/dl and above 600 mg/dl. Based on the advice of his doctor, the customer adjusted his medication due to the high readings. The morning of the call, the customer took his medication and became hypoglycemic. The customer was taken to the hospital. He was given some juice to raise his blood glucose and advised to see his doctor. No other information was provided about the hospital visit. During the call, it was discovered the customer was storing his test strips outside the original container. The exposure to moisture was most likely the cause of the high results. The customer was advised to return any remaining test strips for evaluation. Replacement test strips and a new meter were sent to the customer.